Manufacturer narrative:
Eval, results: as received, the extension failed continuity testing. Stress testing revealed that the open connection is at the header; all other channels measured less than 4 ohms. This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the 03/2011 FDA inspection. We are submitting this MDR as the result of a re-eval of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
This extension was intended for pt implant. Intraoperative testing revealed an invalid impedance measurement when the extension was connected to the lead. When the lead was tested independently, the impedance measurements were within specs. A new extension was utilized to complete the case, and no further issues were reported.